Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and unexpected power loss. Customer's blood glucose value was 50 mg/dl at the time of incident and the current blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated the insulin pump was alleging over delivery. Customer stated that they did not receive any weak battery alert after inserting new battery. The insulin pump will be returned for analysis.